Manufacturer narrative:
(B)(4). Visual examination of the returned product shows sign of repeated use and it is fractured. Not all fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported lot was manufactured on march 13, 2014 and has therefore been in the field for approximately eight years and eleven months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pad broke while the surgeon was implanting the femoral trial. There was no consequences or impact to the patient.